Event description:
Clinic reported "when finished compounding the medication in the ipr 150 there is some sort of particulate floating inside the bag." Pictures were provided however bag was not returned. There was no patient impact since the particulate was identified in the bag during setup. From additional communication with the clinic, they identified the pharmacy technicians might be introducing the particulate in their process. As part of our investigation, walkmed visited the clinic. Walkmed personnel witnessed a single technician was responsible for introducing the particulate into the reservoir bag during the drug compounding process. The clinic personnel agreed that they were responsible. Walkmed advised retraining of the technician.